Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The customer stated that they received erroneous results for one patient sample tested for elecsys dhea-s (dheas) on a cobas 6000 e 601 module (e601). No erroneous results were reported outside of the laboratory. The sample was initially tested three times, each time resulting as 10.00 ug/dl accompanied by a data flag. The sample was manually diluted 1:5 with low concentration patient serum and tested, resulting with a raw value of 1.58 ug/dl. When multiplying by the dilution factor, the final result was 7.9 ug/dl. The sample was sent to another laboratory, where it was tested on an siemens analyzer, resulting as 1.7 ug/dl. No adverse events were alleged to have occurred with the patient. The e601 analyzer serial number was (B)(4).

Manufacturer narrative:
A sample from the patient was provided for investigation. It was determined that the sample contains an interferent to the streptavidin used in the dheas reagent. This limitation is covered in product labeling.

Manufacturer narrative:
Medwatch fields have been updated.

Manufacturer narrative:
The units of measure for dheas were originally provided as ug/dl. The correct unit of measure has been confirmed as ug/ml.